Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm/50cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon had pinhole rupture upon first inflation at 10atm. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status is stable.